Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The event date listed on b3 is reflective of the time zone of the country of the event.

Event description:
It was reported that the insulin gauge was inaccurate. The customer declined to perform further troubleshooting with the technical support team and loaded a new cartridge to resolve the issue. There was no adverse impact to the customer¿s blood glucose level.